Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad, usb charging cable, and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary wall adapter, charging cable, and charging pad.